Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. In addition, it was reported that the pump touch screen was delayed in responding to presses. The customer¿s blood glucose was 75 mg/dl. The customer continued to use the pump for insulin therapy.